Event description:
It was reported that during remote transmission patient's pacemaker exhibited unusual artifact. Also, intermittent absence of event markers was noted on the pacemaker. No intervention was performed. The patient status was unknown.